Manufacturer narrative:
(B)(4). Only event year known: 2019 batch # unknown. User facility maude report # 5097996. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported the patient had a colon resection due to diverticulitis on (B)(6) 2019. Surgery went well, removed 1/2 colon. No device is available for return. Later, he was septic and taken to emergency surgery for a colostomy. The surgeon reported after surgery that the reconnection of his colon came completely apart, not a leak but completely apart. The surgeon was baffled and could not explain it. He said "I had great tissue and I can't explain it." Then patient developed an abscess at the rectal stump. The surgeon did surgery again and said that the rectal stump was completely open, again he could not explain and appeared completely baffled. The surgeon reported that he sutured and stapled it shut this time. Patient was in the hospital for 32 days. He went home with a colostomy. He followed up with a surgeon in the same practice who happens to be chief of surgery at center and at his follow up appointment doctor said "we found out what happened to you. The stapler that was used in your surgeries has been recalled, removed from the shelves, due to staples not forming and clamping shut correctly." In 2019, he went to hospital to have colostomy reversed. The surgeon was not able to be 100% sure of the reconnection. He said it was a very difficult surgery, took five hours. He placed an ileostomy to give the colon reconnection time to heal for approximately eight weeks. In eight weeks, there was no leak and it was reversed. Then through months of severe pain, diarrhea, protein calorie malnutrition, significant weight loss, he was hospitalized for small bowel obstruction. An ng was placed to decompress and allow gut to heal. Then he was hospitalized again and had his gall bladder removed. To this day, he is fatigued, no endurance, poor diet, drinks at least three boost per day, still remains underweight and malnourished, continues with pain and narcotics use. He has seen a dietician and pain management. Cnp has recommended palliative care and he has been deemed permanently disabled and approved for ssi disability.